Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked reservoir tube.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was broken. The customer's blood glucose was 201 mg/dl at the time of incident. The insulin pump was replaced and returned for analysis.